Event description:
Additional information received from the healthcare provider (hcp) reported that the patient experienced worsening of their symptoms with stimulation. The cause of the event was not determined but it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not getting adequate pain relief and the system was explanted. The reprogramming sessions that took place in advance were unsuccessful. It was unknown if there were any complications associated with this event. The patient was not getting pain relief from the stimulation. The patient stated that sometimes the stimulation would cause pain verses relieve the pain. There was no product issue reported. There was no outcome provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# va0m6e3, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# va0n3rt, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).